Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/11/2018 that on (B)(6) 2018 the receiver had intermittent audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having intermittent audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4). 3004753838-2018-137319 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.